Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix was able to be extended and retracted within specification. It was noted that there was tissue on the helix. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to dislodgement. The lead was placed multiple times and fell out. The lead helix was extended and retracted multiple times and was found to have tissue in the helix. The physician elected not to use the lead and implant a new lead. No patient complications have been reported as a result of this event.